Manufacturer narrative:
Final analysis of the catheter found that the catheter body had a deformed shape along with the allegation of dislodgement.

Event description:
Additional information was received. It was reported that there was no additional troubleshooting done and the patient was doing fine at the time of report.

Event description:
It was reported the patient was hospitalized and there was catheter dislodgement. The patient had an x-ray that showed catheter dis lodgement with the spinal portion of the catheter coiled up in the posterior incision. The catheter was anchored correctly to the fascia and the catheter coiled in front of the anchor. A new catheter in the spinal portion was implanted, anchored correctly and spliced to the existing catheter. The pump was used to deliver lioresal at 125mcg/day. The patient had increased spasticity and underdose symptoms. It was later reported that as of (B)(6) 2013, the patient was still in the hospital and was starting to notice spasticity relief.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Final device analysis was not available at the time of this report. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the hospital had been unable to visualize the ascenda catheter as well as the previous indura catheter. It was indicated that this led to delayed reporting of catheter issues. On (B)(6), the patient had an x-ray to rule out post-operative problems. Refer to manufacturer report #3004209178-2013-16762 for details pertaining to the inability to visualize the catheter.